Event description:
Ams sparc sling implanted before hysterectomy was performed on the same day. Unable to urinate from get go and had to be catheterized each time when going to the bathroom. Experienced abdominal pain from the start with painful urination, pain during and after intercourse, leaking urine, vaginal discharge, abdomen swelling, leg pain with swelling, lower back pain, unable to walk at times, twisted colon in the rectum area, pelvic organ prolapse. Had CT scans and had surgery in the abdomen for an accessory spleen but still had problems with frequent urination, bowel problems. I am unable to work because of the pain, urinating frequency and frequent bowel movements. It has not allowed me to feel like a woman or human. It has caused emotional problems as well.